Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had multiple false occlusion alarms and underinfused during infusion. The pump was infusing heparin at 9.5 ml/hour with a volume to be infused of 475 ml at a lower rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d5. Correction g3: date received by MFR: the correct date is 2/11/2025 (and not 2/19/2025 which was listed in the original report). Additional information b5: the false occlusion alarms were "downstream occlusion". Additional information: e1, e3, g2, h6, h11. H11: the event history log review showed a heparin infusion matching what was reported on the day prior to the reported event date. There were a total of seventeen (17) downstream occlusion alarms and one (1) air in line alarm after the heparin infusion began. There are no keystrokes, programming, or use related events in the log that might have contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.